Manufacturer narrative:
Qn#(B)(4) the customer returned multiple components from a cvc kit. The guide wire will be analyzed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis did not reveal any defects or anomalies on the guide wire or any of the other returned components. The total length of the guide wire measured to be 603mm which is within specifications limits of 596mm-604mm per the guide wire graphic. The outer diameter of the returned guide wire measured to be 0.798mm, which is within specifications of 0.788-0.826 mm per the guide wire graphic. The returned guide wire was advanced through the returned introducer needle/ars assembly. Little to no resistance was encountered. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The customer report of a damaged guide wire was not confirmed by complaint investigation of the returned sample. No kinks or defects were observed on the guide wire, nor any of the other returned components. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide kinked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during use.

Event description:
The customer reports that the spring wire guide kinked during use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.